Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) conducted more check as the investigation as follows; [simulated user facility usage environment]. -connection method: connection method was as well as the user facility -temperature and humidity: 25 degree c / 44%; -phenomenon occurrence timing: during procedure. -combination device: the subject device (otv-s190/serial number (B)(6)) and the camera head owed by olympus. [Test type]. Duplicating confirmation. [Result]. It was duplicated the reported phenomenon. [Checking the error log]. As a result of checking the log as of (B)(6) 2021 which was the event occurrence date, it was confirmed that there was no abnormality. [Other investigations]. >the appearance of the exterior and inside of the subject device. There was no abnormality for: -visual confirmation of the control and communication board; -visual confirmation of flat cables between the control and communication board; > duplicating confirmation. It was duplicated the reported phenomenon for: -image confirmation while applying a slight load to the scope socket; -image confirmation during long-term operation. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not identify the root cause of the reported phenomenon. [Consideration]. >probable cause. From the facts obtained from the investigation, the lock was released by applying vibration or shock to the connection part with the camera head inserted in the video connector socket. So it was presumed that the image may have disappeared because the lock was unintentionally released due to these factors. In addition, regarding the cause of the failure, since it was confirmed that it could not be fixed normally due to the failure of the parts of the lock mechanism, it was presumed that the failure of the video connector socket. >facts obtained from the investigation. -the reported phenomenon was duplicated. -the lock was released by applying vibration or impact to the video connector socket. -image confirmation during long-term operation - serial number of the subject device: (B)(6), manufacturing date of the subject device: january 15, 2013. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at omsc. There was no abnormality on the exterior of the subject device. The following test was performed using the subject device, but it could not duplicate the reported phenomenon. -turning the power on/off 20 times. -turning on the power and leaving the subject device for 1 hour. >combination devices were the light source (clv-s190), camera head (ch-s190-xz), rigidscope (wa53000a) and the light guide cable (wa03200a), all of them owned by omsc. -there is no abnormality when connecting and operating according to the instruction manual. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed 30 minutes after start of the laparoscopic cholecystectomy procedure. The intended procedure was completed with changing to another similar device. There was no report of patient injury associated with the event.